Event description:
During right percutaneous nephrostolithotomy procedure the boston scientific basket was used to remove calcifications and immediately broke inside the patient. Surgeon was certain that no piece of the basket broke off inside the patient. Second (2nd) incident this year with this particular basket. Another basket was used to basket all the fragments out and clear the ureter.